Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (fault during charging) was confirmed. As received, the charger would not recognize or charge a battery pack. Upon evaluation, the r31 resistance on the bedside board was high. The cause of the inability to recognize a charger and charge a battery pack is the high resistance. The root cause of the high resistance cannot be positively identified. No adverse event resulted from the defective component.

Event description:
A zoll distributor returned a charger/modem indicating a fault during charging.